Event description:
Patient reported no stimulation sensation and never having therapeutic effect. Patient "had a cardioversion a few days ago and stimulation has not been the same since."

Manufacturer narrative:
(B)(4)